Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the pacemaker's set screw would not tighten. The pacemaker was not used and a new one was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of the inability to operate the screw port and fix lead normally was not confirmed. Electrical and mechanical tests were normal. Visual examination found no anomalies. Further analysis was performed, and the device exhibited normal characteristics. No anomaly was noted, all manufacturing operations have been completed and passed.